Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle experienced a case of product damage while still considered operable, and a case of leakage. The following information was provided by the initial reporter: consumer reported cut in barrel, syringe leaking.

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Initial reporter state: the initial reporter's state was determined to be pa based on the area code included in the phone #. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle experienced a case of product damage while still considered operable, and a case of leakage. The following information was provided by the initial reporter: consumer reported cut in barrel, syringe leaking.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h.10.